Event description:
Caller reported that the t:slim x2 pump battery would not charge and a power source alert was noted in the pump history. There was no reported adverse impact. Customer resolved the charging issue by changing the charging supplies, although non-tandem products were used. Customer was informed that only recommended tandem supplies should be used except for troubleshooting, which they acknowledged. Tandem is sending a replacement wall adapter and charging cable, and no further assistance was required as the pump began charging.